Event description:
Customer called to report high bgs. High bgs were treated with a manual injection. Troubleshooting was performed. Device did not alarm during testing and the insulin did not exit. It was stated that the driver arms were loose. A replacement pump with requested.